Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic female') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included gastrointestinal disorder, nervous system disorder, migraine and mental disorder. Ran urine test, urine screening, pelvic exam. Concurrent conditions included weight normal. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin extra strength) since 2011, azithromycin (azo) from 2012 to 2015, benzocaine (vagisil) from 2012 to 2015, cyclobenzaprine since 2014, ibuprofen (advil) since 2012, levothyroxine since 2016, miconazole nitrate (miconazol acis) from 2012 to 2017, naproxen from 2010 to 2016, paracetamol (tylenol extra strength) since 2012 and tramadol since 2013. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue"), 3 months 27 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain lower back"), abdominal pain ("pain abdomen") and uterine cervical pain ("pain cervix"). In (B)(6) 2012, the patient experienced fungal infection ("infection (other) describe: yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), loss of libido ("no sex drive") and urinary incontinence ("bladder or urinary problems or changes : inability to hold urine"). In (B)(6) 2012, the patient experienced visual impairment ("poor vision"). On (B)(6) 2013, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/uti") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/uti"). On (B)(6) 2013, the patient experienced muscle spasms ("muscle spasms"). On (B)(6) 2013, the patient experienced tooth fracture ("dental problems/broken teeth"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced acne ("acne"), oral herpes ("fever blisters"), dry skin ("dry skin") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced thyroid disorder ("hormonal changes describe: thyroid"). The patient was treated with antibiotics, removal and pain medication and surgery (robotic hysterectomy,bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, thyroid disorder, cystitis, urinary tract infection, fungal infection, female sexual dysfunction, acne, oral herpes, dry skin, migraine, nausea, tooth fracture, muscle spasms, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, loss of libido, abdominal pain, uterine cervical pain and urinary incontinence outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, back pain, cystitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, irritable bowel syndrome, loss of libido, menorrhagia, migraine, muscle spasms, nausea, oral herpes, pelvic pain, thyroid disorder, tooth fracture, urinary incontinence, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic female') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included gastrointestinal disorder, nervous system disorder, migraine and mental disorder. Ran urine test, urine screening, pelvic exam. Concurrent conditions included weight normal. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin extra strength) since 2011, azithromycin (azo) from 2012 to 2015, benzocaine (vagisil) from 2012 to 2015, cyclobenzaprine since 2014, ibuprofen (advil) since 2012, levothyroxine since 2016, miconazole nitrate (miconazol acis) from 2012 to 2017, naproxen from 2010 to 2016, paracetamol (tylenol extra strength) since 2012 and tramadol since 2013. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue"), 3 months 27 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain lower back"), abdominal pain ("pain abdomen") and uterine cervical pain ("pain cervix"). In (B)(6) 2012, the patient experienced fungal infection ("infection (other) describe: yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), loss of libido ("no sex drive") and urinary incontinence ("bladder or urinary problems or changes : inability to hold urine"). In (B)(6) 2012, the patient experienced visual impairment ("poor vision"). On (B)(6) 2013, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/uti") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/uti"). On (B)(6) 2013, the patient experienced muscle spasms ("muscle spasms"). On (B)(6) 2013, the patient experienced tooth fracture ("dental problems/broken teeth"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced acne ("acne"), oral (B)(6) ("fever blisters"), dry skin ("dry skin") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced thyroid disorder ("hormonal changes describe: thyroid"). The patient was treated with antibiotics, removal and pain medication and surgery (robotic hysterectomy,bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, thyroid disorder, cystitis, urinary tract infection, fungal infection, female sexual dysfunction, acne, oral herpes, dry skin, migraine, nausea, tooth fracture, muscle spasms, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, loss of libido, abdominal pain, uterine cervical pain and urinary incontinence outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, back pain, cystitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, irritable bowel syndrome, loss of libido, menorrhagia, migraine, muscle spasms, nausea, oral herpes, pelvic pain, thyroid disorder, tooth fracture, urinary incontinence, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: the case becomes serious incident: mr received. Reporter information, other relevant history , auto-narrative supplement and device removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.